Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an angioplasty of a fistula, the advance 35 lp low profile balloon catheter would not hold contrast which was a 50/50 mixture of visipaque and saline. It could be seen leaking out under x-ray. The balloon was never inflated. The complaint device was removed and another of the same type was used to successfully complete the procedure. Patient outcome was reported as good. Per the complainant the complaint device was probably broken upon entry. The patient's anatomy was not calcified. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, instructions for use (IFU), manufacture instructions, quality control, trends, and a functional test & visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that no damage was noted on the hub, strain relief, or catheter tubing. The length of the catheter measured within specification. A pin hole leak was noted 1.0cm from the distal shoulder of the balloon. The total length and width of the balloon could not be obtained due to the leak. Crows feet were present, however no other nonconformances were noted. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one nonconforming event which could contribute to this failure mode. This nonconformance was noted for leakage during the manufacturing process. However, this device was scrapped prior to proceeding with the work order. It should be noted there were no other reported complaints for this lot number. Moreover, an IFU is provided with the device, which states ¿choose a balloon appropriate to lesion length and vessel diameter. Upon removal from package, inspect the catheter to ensure no damage has occurred during shipping." It goes on to say ¿store in a dark, dry cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. We are unable to determine if the failure of the device was attributed to manufacturing, device handling, user technique, device failure, and/or patient anatomy. However, it is likely that the device failure is manufacturing related. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.